Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). The reason for call, was pt had a charging issue, because their rep said, they only needed to recharge the ins every 5, 6 or 7 days, but that was not happening. Their ins would be down to 60%, in less than 24 hours. Pt said, the issue was since the very beginning. And it was only getting worse and not better. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: event date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.